Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 340mg/dl. Reportedly, the customer uses cold insulin within the cartridge. Tandem technical support educated customer on cartridge/insulin labeling. Reportedly the customer reverted to manual injections for insulin therapy.